Manufacturer narrative:
Inspected one opened/used partial sensor and unable to confirm insertion/needle complaint due to customer returned sensor only, no needle.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the introducer needle fractured while in the body. The customer¿s blood glucose level was 113 mg/dl. Customer stated that the sensor needle got bent while inserting sensor and fell out. Customer reported that the introducer needle was no longer in the body. Customer reported that they did not receive medical treatment as a result of the needle fracturing while still in the body. Customer was advised to return the needle hub assembly. The sensor will be returned for analysis.